Manufacturer narrative:
We have reviewed the production records of the excor apex cannula with lot. No. 00074691. This cannula was produced according to our specification. The affected cannula, lot. No. 00074691, was in use from (B)(6) 2019 until (B)(6) 2019 (222 days). During the investigation by berlin heart, only non-destructive microscopic imaging and CT scans were performed. All analyses were completed by two independent investigators. The CT scans were performed at an external independent laboratory under the observation of the manufacturer. Based on our investigation findings, it appears that a puncture to the cannula was caused by a narrow, sharp and pointy object, which was introduced from the outside of the cannula. The instructions for use for the excor vad system, revision 12 includes several warnings cautioning the user against touching the blood pumps, cannulae and driving tubes with pointed or sharp objects.

Event description:
Berlin heart inc. Was informed about an incident involving the apex cannula of an excor patient supported in the lvad configuration. The clinic reported a hole in the apex cannula with alarming from the ikus "check left pump and driving tube". The clinic briefly switched to the hand pump and then decided to clamp the cannulae and perform a pump exchange. On (B)(6) 2019, the clinic reported that the patient was clinically stable. The affected blood pump and a piece of the affected cannula was returned to the manufacturer for further investigation on (B)(6) 2019. On (B)(6) 2019, we were informed by the hospital the patient is completely back to base line.